Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The biomedical engineer reported system codes appeared and the staff were unable to reboot the system. The unit was switched out and the case was competed. There were no patient injuries. Additional information was requested but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)